Event description:
Pump experienced a cartridge change error. There was no adverse impact to the customer's blood glucose level. The customer was guided by technical support to inspect and clean the pump, including the o-ring and pneumatic tap area, and successfully completed the cartridge loading process, allowing insulin delivery to resume.